Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left bundle branch pacing lead dislodged while the physician pulled the suture sleeve back over the lead body to tie down the lead. When the physician tested the lead, the lead's helix was damaged. The lbbp lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left bundle branch pacing lead dislodged while the physician pulled the suture sleeve back over the lead body to tie down the lead. When the physician tested the lead, the lead was damaged. The lbbp lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix damaged was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspections, x-ray examination and electrical testing found no anomalies that would have contributed to the helix issues reported in the field.